Manufacturer narrative:
The event occurred on an unspecified date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had elevated iodine levels, allegedly because of the minicap. The nurse stated that the patient had been on dialysis for 2.5 years. The patient¿s physician had thyroid function tests drawn recently and they showed elevated iodine levels. The physician felt that the betadine in the minicap caused the elevated iodine levels in the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: evaluation codes and additional MFR narrative. The sample was not available for evaluation and the lot number is unknown; therefore a product analysis could not be performed. In order for the minicap to meet the intended product design, iodine is an important component for sterilization. The patient was reported to have elevated levels of iodine, which was found to have led to the reported event. The labeling for the minicap product recommends monitoring of patients with small fill volumes for thyroid function, since the product contains iodine. The labeling also provides steps to reduce the potential impact of iodine exposure to patients. Users are instructed to start each therapy with a drain cycle prior to moving into a fill cycle, in order to help to reduce iodine exposure over multiple therapies. It was reported in this case that during most of the patient's therapies, there was not enough fluid to perform a drain cycle prior to the fill cycle. Therefore, it is possible that the minicap product did contribute to the elevate levels of iodine reported for the patient in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient was treated with synthroid (dose not reported) for the hypothyroidism and the tsh levels have normalized (no further information). Concomitant medical device: homechoice. Should additional relevant information become available, a supplemental report will be submitted.